Event description:
It was reported that a pt underwent an incisional hernia repair procedure on (B)(6) 2009, and proceed mesh was used along with gore mesh. Due to infection, the gore mesh was removed on (B)(6) 2010, but the proceed mesh was already incorporated and could not be removed. Additional info has been requested.

Manufacturer narrative:
(B)(4). Infection. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.